Event description:
At about 5 months and a half after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert, implanting a 3mm thicker one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2010603: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.